Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple l-band channels on the 6th floor. This would happen only for a couple of seconds before the monitoring would resume as intended. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple l-band channels on the 6th floor.